Event description:
Additional information received noted the patient was receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a juvenile dystonia patient had good symptom relief after getting deep brain stimulation (dbs). The patient suddenly had a worsening of dystonia symptoms in (B)(6) 2012. While programming, high impedances in the left hemisphere were detected. They were 14000 ohms and up to 32000 ohms. The patient was receiving less than 50% therapy relief on the left side implant. Surgical intervention was required. Intraoperative troubleshooting with impedance measurements and a stereotactic new implant lead was scheduled for (B)(6) 2012. The patient outcome was described as alive with no injury or adverse event. Additional information received reported that intraoperative troubleshooting with the external neurostimulator was done on (B)(6) 2012. The lead had "normal" impedances. The extension had impedances of up to 26000 ohms. There was no new stereotactic lead placement, but the extension was replaced. After replacement the therapy impedances were "normal" with 2017 ohms and 1,364 ma. No further information was provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 37085-95, serial# (B)(4), product type: extension. Product ID 3387-28, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Final device analysis of the extension revealed the following: there were no significant anomolies found. There was a breached cut in the insulation to the #1 circuit. There were two sutures tied around the extension body.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.